Event description:
During a trochanteric fixation nail (tfn) procedure, the buttress compression nut would not release from the 130 degree aiming arm. The blade guide sleeve was reported to have damaged threads by the surgeon and would not properly thread. The helical blade coupling screw falls off when the helical blade inserter is decoupled. When the coupling screw is removed the back end falls off. This is report number 2 of 5 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a review of the device history records was completed: nemcomed manufactured the blade guide sleeve, part number 357.369, lot 5491547. Initially, the part conformed to the supplier¿s certificate of conformance. A material review report was issued for inspection failures, quantity 32 were returned to the supplier for rework; 26 of 32 passed the supplier¿s rework and were shipped to synthes. Initially, these parts conformed to the supplier¿s certificate of conformance and synthes final inspection sheet. A product development evaluation was completed: a guide sleeve (357.369 lot 5491547) was received the first four threads (proximally) damaged in two places, approximately 180 degrees apart. One set of marks is 3mm long and the second is 1 mm long. A top level drawing for the blade guide sleeve was reviewed and found to be suitable to determine the intended device design, application and dimensional conformity. The guide sleeve was found to have met the drawing specifications. The returned device does show 2 sets of damage to the first four threads (proximally). The first set is 3mm long and the second set is 1mm long. The returned components were assembled in an attempt to replicate the complaint condition. The mating component used was a compression nut (357.371 lot 5501483). The compression nut was threaded onto the blade guide sleeve. The nut was able to smoothly travel the length of the threaded region of the guide sleeve and was not hindered by the thread damage. The complaint condition was unable to be replicated, however since the returned instrument is damaged, the compliant is confirmed. The complaint condition of unable to tighten was not able to be replicated, however the thread damage to the guide is evident; therefore the complaint is confirmed. The damage is not a result of a design issue, but rather a result of the means of use to which the part was susceptible. The two distinct sets of thread damage are likely the result of distinct mallet blows, either mishits, or attempts to gain proper alignment for helical blade insertion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a one minute delay in the procedure. It was the reported the patient status/outcome was good.